Manufacturer narrative:
Gmk sphere flex pe fixed tibial insert size 3 left, 10 mm: code 02.12.0310fl / lot 140320 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing. (B)(4) items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the event is device related.

Event description:
Ref importer report (B)(4).